Manufacturer narrative:
On (B)(6) 2017, the customer responded to a follow up by a complaint handler and stated that her replacement pump was working well and she has not developed mastitis since receiving the new pump.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. Troubleshooting did not resolve the issue, so the customer's pump was replaced and her original pump was requested for evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the suction on her freestyle breast pump feels like it has decreased. She indicated that she has been getting clogged ducts and one turned into mastitis. She saw her doctor and was prescribed antibiotics.